Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that connection for the power supply as loose. The reported issue was resolved by reseating the power cable connection. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would power on intermittently. No additional information was provided. There was no patient present when this issue was identified.